Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. Complete initial reporter information is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient plans to undergo surgical intervention due to their ipg no longer being able to communicate with their external devices.